Manufacturer narrative:
Na

Event description:
It was reported that the pli increased in the past 3 months on the lead. The capture threshold also doubled during the same timeframe. No noise was observed with pocket manipulation or isometric motions. The patient is scheduled for a chest x-ray.